Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield r-wave oversensing (ffos) and low amplitude on p-waves. Technical services (ts) assessed the report and determined that the p-waves went from 3-4 millivolts (mv) to <1 mv on the presenting electrogram and mentioned changes in the pacing impedance measurements that stayed within range. Ts also noted the ffos was not present previously, and the changes may be related to patient condition, which can be seen by a latitude yellow alert on the heartlogic index. Ts recommended asking about changes in the patients' health. No adverse patient effects were reported. This crt-d remains in service.